Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4) 2012 supplemental information: adverse event was omitted in error on the 3500a.

Event description:
On (B)(6) 2012 at 3:56pm, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying a battery indicator message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began on (B)(6) 2012 at 10:00am when he attempted to use the meter and noticed the battery indicator message. The patient reported he manages his diabetes with insulin (self adjust). He stated that he made no changes to his usual diabetes management as a result of the issue. The patient reported that on (B)(6) 2012 at 10:30am he felt ''sweaty and shaky'' due to the product issue. The patient stated that he received food and drink as self- treatment due to the issue. The cca noted that during troubleshooting, no misuse was noted and the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.